Event description:
Report received from baxter states the device was empty after 6-8 hours instead of 24 hours. The contents of the device are unknown. According to baxter the patient was not affected by the incident.